Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported that an angio-seal was implanted post percutaneous coronary transluminal angioplasty (ptca). The next day, the patient ambulated, felt faint and fell. A CT scan revealed retroperitoneal bleeding. The patient died the next day from disseminated intravascular coagulopathy (dic). The patient received lytics, type and dose unknown during the ptca procedure.